Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transaxillary approach. During balloon inflation, it was not possible to inflate the balloon and blood was observed in the inflation device. The valve implant was not performed. During removal, it was difficult to withdraw the system with the valve through the esheath and a surgical cutdown was performed to retrieve the device. A new 26mm sapien 3 ultra valve was implanted with good result and no complication. The patient was stable and sent to ICU. As per preliminary decontamination evaluation, balloon torn and esheath liner delaminated at the loop location, distal tip split were observed and missing soft tip material.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-16669. Reference number: (B)(4). The investigation is ongoing.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation and the following was observed. Liner fully expanded as designed. One (1) loop in sheath shaft hdpe at approximately 7 cm from strain relief. Liner circumferentially delaminated at loop location. Distal tip opened as designed but with a tip split. Soft tip damaged at tip. Missing soft tip material. Scratches on hdpe. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed through evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR, complaint history, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported ''balloon was ruptured, and the valve implant was not performed. It was difficult to withdraw the system with the valve through esheath and a surgical cutdown was made to retrieve the device'' it was also revealed that mild tortuosity and calcification was present in the patient's access vessel. A valve crimped on the inflation balloon has a larger diameter than when introduced through the sheath while on the crimp balloon. Along with the ruptured balloon, which could have presented an altered profile, these factors likely contributed to difficulties entering the sheath distal tip. It is likely that excessive force was used to overcome these difficulties resulting in subsequent damage to the soft tip and separation. Manipulation of the devices is evident in the shaft loop present on the returned sheath, contributing to the liner delamination in this region. Scratches were observed on the distal end of the shaft indicative of interaction with the crimped valve during attempted retrieval and is likely the cause of the distal tip split as well. Available information suggests procedural factors (withdrawal of crimped valve and damaged balloon, excessive manipulation) contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.